Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading was 40 mg/dl. The customer stated that on the morning of the event, he rode his bicycle to work without eating breakfast. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer stated that he thinks he may need to adjust his basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.